Event description:
This is a report of a colleague infusion pump with no power, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. No additional information is available for evaluation.

Manufacturer narrative:
The reported condition of no power was confirmed due to a depleted battery. The main battery and harness was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user error has contributed to this event.